Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported difficulty pushing the device (inadequate support) was not able to be confirmed, but the material torn/cut was visually confirmed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty pushing the device (inadequate support) and material torn/cut appear to be related to circumstances of the procedure. The catheter sheath was noted to be kinked and bent, which were the cause for the reported difficulty pushing the device (inadequate support). The guidewire exit notch¿s distal edge was noted to be stretched resulting in a tear, which is consistent with the reported material torn. In this case, it is likely that the observed catheter damage was caused by either the use techniques or the guidewire performance/condition. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in the mildly tortuous and moderately calcified lesion in the left anterior descending artery. The dragonfly catheter was advanced to the distal lesion; however, it could not cross the lesion due to not enough support to push forward. Under fluoroscopy, it was noted that the guide wire was damaging the rapid exchange port on the catheter, by digging into it and causing it to tear. The use of the catheter was aborted and the procedure was completed at that point. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.